Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2026. No adverse patient effects were reported.